Event description:
As reported, water comes out at the inflation indicator of a 6/7f mynx control vascular closure device (vcd) during prep. Hemostasis was achieved using another unknown mynx device. There was no reported patient injury. The device was inspected prior to use, and no anomalies were noted. The syringe provided with the mynx was used and secured correctly. The vessel diameter was verified to be greater than or equal to 5 mm, with mild vessel tortuosity. The mynx vcd was used in a diagnostic procedure with a retrograde approach. The deployer was mynx certified. The patient does not have a history of infectious diseases. Additional information was requested but not provided. The device will be returned for evaluation. Addendum: the product evaluation reveals, the sealant was present in the manufacturing position and partially exposed.

Manufacturer narrative:
Complaint conclusion: as reported, water comes out at the inflation indicator of a 6f/7f mynx control vascular closure device (vcd) during prep. Hemostasis was achieved using another unknown mynx device. There was no reported patient injury. The device was inspected prior to use, and no anomalies were noted. The syringe provided with the mynx was used and secured correctly. The vessel diameter was verified to be greater than or equal to 5 mm, with mild vessel tortuosity. The mynx vcd was used in a diagnostic procedure with a retrograde approach. The deployer was mynx certified. The patient does not have a history of infectious diseases. Additional information was requested but not provided. One non-sterile 6f/7f mynx control vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that button 1 and button 2 were not depressed. The stopcock was found closed, with a syringe attached to the unit. The sealant was present in its manufactured position and partially exposed. Regarding the sealant sleeve condition, a kinked condition was observed. Additionally, no sheath was returned inserted on the device. The balloon was deflated, and the core wire was present in its manufactured position. No additional anomalies were observed during this analysis. A dimensional analysis could not be executed to measure the slit length due to the sealant sleeves' kinked condition. However, the catheter working length was verified and noted to be within the defined parameter. The dimension was obtained using a calibrated ruler. Per functional analysis, the pressure gauge was tested by inflating the balloon to provoke its activation. During this analysis, no issues related to the reported event were observed, as the pressure gauge functioned as expected. Additionally, a simulated deployment test to ensure functionality evaluation was performed. The unit worked as intended, deploying the sealant and retracting the balloon when button 1 and button 2 were depressed. Nevertheless, the insertion/withdrawal evaluation could not be performed due to the sealant sleeves' condition. A high magnification evaluation was conducted to assess the sealant sleeves. During this analysis, the sealant was observed to be exposed due to the kinked condition of the sealant sleeves. The reported event of ¿pressure gauge-leakage¿ was not confirmed through analysis of the returned device since there were no issues noted during functional analysis of the balloon or inflation indicator. However, a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the partially exposed sealant from the kinked sleeves. The exact cause of the issue experienced and the observed condition could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the pressure gauge issue experienced since there were no issues noted during functional analysis. However, handling factors are likely since this component has a pressure relief valve that activates when the inflation pressure applied to the balloon exceeds 40 psis. Also, prepping/handling factors possibly contributed to the damaged condition of the sealant sleeves, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/kinked during prepping phase and/or insertion into sheath, that could cause the sealant to be exposed/swollen prematurely. However, as this condition was not reported by the customer, it is unknown if this received condition occurred due to manipulations after the procedure. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states while preparing the balloon ¿prepare balloon. Fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate.¿ neither the product analysis, nor the information available for review suggest that the issues experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.